Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported she measured the patient's blood glucose level at 11:27 am with a reading of 399 mg/dl. Mother stated she delivered a bolus of 2.5 units of insulin. Mother reported she calculated the bolus without using the bolus advice. Mother stated at 11:58 am the patient's blood glucose level went down to 22 mg/dl; called the ambulance but did not arrive because the mother gave her son "glucosprint" and sugar, he recovered and the ambulance went back. Requested return of the alleged device for evaluation and replacement was sent.